Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient reported that their blood glucose has been fluctuating (recent highs up to 333 mg/dl, then trending low). The patient had been on medication for an infection (now discontinued) and report following their usual routine. After eating, blood glucose (bg) rose significantly. Patient feels the pump is not maintaining stable bgs and is also experiencing issues with the dexcom g7 sensor (placed on the same side as the pump). Patient requested additional in-person training. Agent to follow up with clinical diabetes specialist for coordination. Blood glucose was not out of range for 90+ minutes.